Event description:
The surgeon implanted a micl13.2 implantable collamer lens on (B)(6) 2007. The patient reported on the post -treatment follow-up form a 60 months that alphagan drops are taken twice a day for high pressure. Additional information has been requested from his physician but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted. This report is for the left eye. See MFR report # 2023826-2012-00372 for the other eye.

Manufacturer narrative:
(B)(4) - lens work order search.results:a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: glaucoma most often occurs in adults over age 40 with a family history of glaucoma. There is an increased risk in people who are highly myopic, have diabetes, and those taking corticosteroids. It is unknown if the lens caused or contribute to this event therefore it is MDR reportable. Conclusion - (unable to confirm): based on the complaint history and medical review, we were unable to determine a specific root cause of the event (B)(4).